Event description:
Boston scientific crm rec'd info that this implantable right ventricular (rv) defibrillation lead, become dislodged and required an invasive surgical procedure to reposition. The rv lead remains implanted with no adverse pt effects reported.